Event description:
It was reported that 447 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Two days prior to the index procedure, the patient underwent a cardiac catheterization at which time the patient was treated with stenting of the mid rca with a 3.5x16mm taxus express2 stent and the proximal rca with a 3.5x20mm taxus express2 stent. The patient was concerned about his left side coronary artery disease. Therefore, 2 days later the patient returned to cath lab for stenting of the lcx and mid-lad. Target lesion 1 was a 2.75mm, 80% stenosed, 12mm long portion of the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilation and placement of a 2.75x20mm taxus express2 study stent. Residual stenosis was 0%. Target lesion 2 was a 2.5mm, 80% stenosed, 12mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with predilation and placement of a 2.5x16mm taxus express2 study stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. On 447 days after the initial procedure, the patient was admitted for unstable angina. Treatment consisted of placement of a 3.0x8mm taxus stent in the proximal circumflex. Residual stenosis was 0%. The mid rca was also treated with placement of a 3.5x28mm taxus stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. In the opinion of the physician the relationship of the tvr to the taxus stent is unrelated. Clinical event committee (cec) adjudicated results in july 2007, state the tvr is possibly related to the taxus stent.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.